Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to call tech support error displayed on screen. Due to call tech support error, a functional test and a receiver download were unable to be performed. Confirmation of the complaint was undetermined. The probable cause could not be determined.